Event description:
It was reported that pump displayed malfunction code 16 and continued to show the same malfunction even after reset. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset and instructed to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place pump in storage mode before return, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump before returning problematic pump within specified time frame.